Event description:
The customer reported that the insulin pump alarmed motor error, and her blood glucose was getting higher as well the she could not get the sensors transmitter to work. The blood glucose reading was 204mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Instructed the caller to run the displacement and self test, and they passed. The customer mentioned that the device did not vibrate when she pressed the act button after pressing the up arrow to set an easy bolus amount because the vibrate mode was off. Assisted the caller to turn on the vibrate mode. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specification. The device was unable to prime during the prime test and alarmed motor errror during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The unit had scratched screen, cracked display window corners, cracked reservoir tube lip, and no vibration alarm due to the broken vibrator motor wire.